Manufacturer narrative:
Article citation: el chebab, hussam, et al. "Evaluation of xen implant in the surgical management of glaucoma: about 24 cases, a preliminary study." Investigative ophthalmology & visual science, (jul 2019) vol. 60, no. 9, ma 3734, pages 1-3. (B)(4). The events of low intraocular pressure, device migration, irido-corneal touch, high intraocular pressure, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. No further information could be obtained from the author. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported events that 13 eyes required needling and an unknown number of eyes experienced "postoperative hypotonia" with a xen®45 gts implanted were noted in the article "evaluation of xen implant in the surgical management of glaucoma: about 24 cases, a preliminary study."